Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal intact. All labels were still intact. / no physical damaged was found on the device. Upon inspection, reported problem was confirmed. When power up unit start alarming error code 41541. Recommend replaced latch/lock optic flex circuit. Cleared error code, replaced defective latch/lock optic flex circuit.

Event description:
It was reported that cadd solis vip ambulatory infusion pump is alarming loss of power. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 28-jul-2022 via email and attached to complaint object: date of the event was 08-jan-2018. Patient details updated in complaint. The event has been resolved. Whether the product issue caused or contributed to patient or clinical injury is unknown. H6: event problem and evaluation codes: updates not required.